Event description:
Information received by medtronic indicated that the customer reported an insulin pump rejected meter readings and had to rewind and buttons had to press multiple times and scratches on the screen. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: the product was returned for analysis.

Manufacturer narrative:
Pump received with a cracked retainer ring. Pump passed the displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test. Pump communicated and calibrated properly with test bg meter and guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with bg meter and guardian link transmitter and no lost connection noted during testing. Pump was cut open to perform visual inspection and moisture damage was found at the pcba 1, pcba 2, force sensor and motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No alarms or alerts noted during testing. No abnormal rewind anomalies were, or alarms were noted during testing. Motor was tested outside of the device and[passed. P-cap was attached and lock into place properly, however, a cracked retainer ring was noted during inspection. The following were noted during visual inspection: corroded battery tube, scratched lcd window (minor), scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage and cracked retainer. Rewind anomaly was not confirmed during testing. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. No communication (unresolved) and no communication to meter - unresolved were not confirmed. Cosmetic damage was confirmed at the lcd screen window. Cracked retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.